Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump was delivering extra boluses not programmed by the user. The reporter stated that on (B)(6) 2016 the patient received three additional boluses that had not been programmed by the user: 2.0units, 0.3units, and 1.8units. The reporter stated that on (B)(6) 2016 the patient received two extra boluses that were not programmed by the user: 1.3units and 1.5units. Troubleshooting confirmed that the basal settings and histories were correct. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.